Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2012, and mesh was implanted; and on (B)(6) 2013, mesh was implanted again. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted concurrently with urethrolysis and vaginal mesh excision. It was reported that following insertion the patient experienced pain, bleeding, dyspareunia, infections, recurrence and worsening of incontinence along with other urinary problems. It was reported that the patient underwent coloplast t-sling implantation on (B)(6) 2013 due to urinary incontinence. It was reported that the patient underwent a laparoscopic lysis of adhesions and resection of endometriosis in 2014. It was reported that the patient underwent a botox surgery in 2014 due to incontinence. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2013 and a mesh was implanted due to pelvic pain, dysmenorrhea, endometriosis and sui. It was reported that patient underwent robotic da vinci laparoscopic resection and fulguration of endometriosis, left ureterolysis, lysis of adhesion, bilateral ovarian cystectomy and novasure endometrial ablation on (B)(6) 2014 due to chronic pelvic pain, dyspareunia, dysmenorrhea, endometriosis, menorrhagia and uteromegaly. It was reported that patient underwent chemical denervation of the bladder with botox a on (B)(6) 2014 due to urinary urge incontinence. It was reported that patient underwent revision of vaginal mesh and chemical denervation of the bladder with botox on (B)(6) 2014 due to urinary urge incontinence.

Manufacturer narrative:
It was reported that patient underwent laser ablation of endometriosis, lysis of adhesions, uterine myomectomy on (B)(6) 2009. (B)(4).